Manufacturer narrative:
Qn# (B)(4). Quantity of 197 found during inspection. From the pictures provided the defect was confirmed as reported by the customer broken package - sterility compromised. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause, and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73f2200179 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the package was found broken during inspection. It involved 197 pcs. All devices have a sterility breach. The outer package was not damaged.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue.

Event description:
Reported issue: the package was found broken during inspection. It involved 197 pcs. All devices have a sterility breach. The outer package was not damaged.